Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910 (062912)- when inter list # is known and added to d4 the device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Potential post procedural complication is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of possible post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The reported event involves a patient in turkey who underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube on (B)(6) 2024 and was discharged. On (B)(6) 2024, the patient was admitted to the intensive care unit due to suspicion of perforation, the event was never confirmed. The patient was discharged and received treatment at home. On (B)(6) 2024, the patient died of a heart attack while still receiving treatment at home. Further clarification regarding the specific treatment that was being administered to the patient was not provided. Despite multiple queries, this detail was not reported. Therefore, it remains unclear what specific treatment the patient was receiving at home. It was also reported the patient had an increased crp level in blood tests, consequently, heart attack was listed as the cause of death on the death certificate. An autopsy was not performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.